Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "textured to smooth exchange". Healthcare professional, later reported, rupture. Per rga. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "textured to smooth exchange." Healthcare professional later reported rupture per rga. The device has been explanted and replaced.